Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was missing the locking lever on the manifold for the fluid delivery line (fdl). They stated that this was not a spare part and noted the device previously had for an unknown repair. Per sample evaluation results received on (B)(6) 2024, it was reported that case data shows unit cooling issues, chiller power dead short to ac mains voltage circuit card. Ac mains voltage card now shorted as well. Chiller pump seal leaks at tank.

Manufacturer narrative:
The reported issue was confirmed. The root caused identified is a failed chiller. The device was evaluated upon receipt. Case data shows unit cooling issues. Replaced chiller. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was missing the locking lever on the manifold for the fluid delivery line (fdl). They stated that this was not a spare part and noted the device previously had for an unknown repair. Per sample evaluation results received on 29mar2024, it was reported that case data shows unit cooling issues, chiller power dead short to ac mains voltage circuit card. Ac mains voltage card now shorted as well. Chiller pump seal leaks at tank.